Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed that the keypad cover was fully intact. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive. Evidence of contamination was found under the up arrow and contrast key contacts. Unrelated to the complaint, the vibratory feature of the pump was unresponsive. The vibration motor pins were not making a connection to the printed circuit board. The pins were adjusted and the vibratory feature was functional.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.